Event description:
It was reported that the insulin pump was returned. The buttons on the insulin pump were unresponsive. The customer's blood glucose level was not reported.

Manufacturer narrative:
Unit had no button response on esc button due to flattened dome switch. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test due to no button response. Unit had minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window, and cracked reservoir tube lip.